Manufacturer narrative:
An imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation alongside an unreported crown assembly and attached to an unreported removal tool. Visual inspection of the as returned product identified a fracture at the collar as reported. The returned abutment assembly was "unscrewed" due to the fractured implant and the removal tool was used to remove the fractured implant. Therefore, the returned abutment assembly and removal tool will not be individually investigated here. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on tooth # 11 and was used for approximately 5 years. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (62228314). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62228314) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) and device (tsv4b11). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsv4b11) was removed due to fracture. Tooth location 11.